Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that their sensor had some issue. The customer¿s blood glucose level was 119 mg/dl. The customer states that she inserted a new sensor and when she took the sensor of it has no filament. The customer also states transmitter does not flash and several calibrations were not accepted. The sensor will not be returned for analysis.